Event description:
It was reported that the patient experienced fluctuating blood glucose while ill with influenza, including a high glucose event followed by a downward trend toward low, and sought guidance on oral sugar intake; education was provided to use 15-minute intervals for carbohydrate intake and to contact a physician regarding ongoing variability. Symptoms included hyperglycemia followed by concern for impending hypoglycemia. Outcomes included no hospitalization, no emergency intervention, and no alarms or alerts reported. Investigation included troubleshooting and education with collection of blood glucose event details. Investigation of this case revealed an unclear cause of hyperglycemia with subsequent decline, with no device malfunction or component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.